Manufacturer narrative:
The customer¿s report of a non-functional pca cord was not confirmed. Physical inspection of the device noted contamination on the female iui, cracking at the bottom of the rear case, a separated boss on the handle. And corrosion in the pca handset cable connector at pin 2. Analysis of the pcu event log shows that hydromorphone was programmed and started on (B)(6) 2018 at 2:13 pm. The log shows the pca was removed from the pcu at 2:21 pm. During that time frame there were a total of 78 pca requests and 6 pca handset disconnections. The log did not show any pca requests delivered. The recorded total volume infused was 0ml. Testing performed on the pca module and pca module handset showed no anomalies. The root cause for the customer¿s report was not identified. It is possible that the noted corrosion led to an intermittent connection issue.

Manufacturer narrative:
Concomitant medical products: (2)pca dosing cord, (2)monoject 35 ml syringe, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported hydromorphone pca 10mg/10ml (1 mg/ml) 0.3 mg demand, 15 minute lockout was initiated preoperatively. The device was cleared prior to surgery at 1107; 6 doses, 15 attempts, and 1.8 mg delivered. At 1413 the pca was restarted in the pacu, the nurse speculates that the pca dosing cord was not working, it was reported that the nurse cleared the device and there was 42 attempts and 1 delivery noted. At 1429 the entire set up was replaced with no further issues. There was no report of patient harm however the patient was without the proper pain management. Per cqi data, "pca programmed correctly in the amc/jv hydromorphone opioid naïve therapy. 15 doses were administered on 2/27 from 0000 ¿ 1409. At 1413 infusion alarms ¿pca handset detached¿ until 1418. No doses are administered during that time. At 1421 the pca door is unlocked, then door opened, and syringe plunger alarm is triggered."